Manufacturer narrative:
Concomitant product(s): a 6947-65 lead, implanted: (B)(6)2008; dtma1d1 device, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an out of range impedance alert due to low lv pacing impedance. It was noted the lv lead remains in use. No patient complications have been reported as a result of this event.